Event description:
It was reported that this right atrial (ra) lead had dislodged from its original implant position. At this time, no changes have been made and the ra lead remains in service. No adverse patient effects were reported. This event will be updated once additional information regarding a revision procedure is performed.

Event description:
It was reported that this right atrial (ra) lead had dislodged from its original implant position. Additional information provided from the field indicated surgical intervention was later performed and the ra lead was repositioned successfully. The ra lead continues to remain in service and there were no additional adverse patient effects reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.